Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance through out our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
The patient complained of phrenic nerve stimulation. The threshold is increased. At the implant it was less than 1v x 0.4 now it is 2,8v x 1,5 ms. The sensing and impedance trends were stable. The patient was scheduled for a lead revision and will be monitored by home monitoring.